Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq3660 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
There was a rupture of the catheter in its extension. The device shows an almost complete rupture for very little the catheter did not embolize and the cut takes place in close markings. It was reported this occurred with three devices. This report addresses the third device.